Event description:
It was reported that the doctor had tunneled the extension and was about to connect it to the implantable pulse generator when he noticed that near the transmission part of the extension it appeared to be bent and the internal wires were compromised. The doctor did not want to implant the device, and used a different extension. It was reported that there was no pt injury and the pt recovered without sequela.

Manufacturer narrative:
(B)(4).